Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value. Test strips UDI# (B)(4). Note: symptoms follow-up additional narrative: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. Customer had gone to primary care physician on (B)(6) 2018. Customer's laboratory blood glucose test result was 383 mg/dl fasting. Customer was diagnosed with hyperglycemia and was given janumet at the doctor's office. Customer was taken off metformin and put on januvia (B)(6) 2018. Customer had continued to use the truemetrix meter and had obtained a result of 441 mg/dl fasting on (B)(6) 2018.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call, the customer reported having symptoms of increased thirst and increased urination. The customer declined the need for medical intervention at the time of the call. During the call on (B)(6) 2018, a back-to-back blood test was performed by the customer non-fasting and produced test results of hi and 572 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).